Event description:
A report was received that the patient had a hard time charging her ipg due to the ipg being flipped. The patient will undergo a pocket revision.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance, and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached the maximum, and indicates good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling was unknown. Battery profile revealed a maximum depletion rate which was within the expected range. Device exhibited normal charging and discharging characteristics. Impedance readings were within the normal range.

Event description:
A report was received that the patient had a hard time charging her ipg due to the ipg being flipped. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was experiencing difficulty charging her ipg as her ipg was depleting quickly. A bsn representative analyzed the database and confirmed that the ipg may be flipped. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was experiencing difficulty charging her ipg as her ipg was depleting quickly. A bsn representative analyzed the database and confirmed that the ipg may be flipped. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision, during which, the ipg was replaced so impedances could be checked. There was no device malfunction suspected. The ipg was repositioned to another location per patient's preference. The patient was doing well following the procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.